Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed a severed lead 187 mm from the terminal pin with stretched conductor coils extending to 445 mm: 2 segments were received, however a 40 mm piece of outer insulation slipped off of the terminal segment, as it had been severed from the terminal insulation and a tip segment measuring 222 mm. Set screw marks were noted on the terminal pin and electrocautery damage observed in multiple places. The helix was extended and tissue entwined within the helix mechanism. Resistance tests were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned segments found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted and replaced due to high pacing thresholds. No resulting adverse patient effects were reported and the lead is intended to be returned for analysis.